Event description:
On (B)(6) 2011, the pt was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm measuring 45mm x 56mm. In (B)(6) 2011 (exact date unk), a computed tomography angiogram performed at the time of pt discharge from the hospital revealed a proximal type I endoleak. The physician decided to take a wait and watch approach. On (B)(6) 2012, a follow up computed tomography revealed that the aneurysm measured 47mm x 61mm with enlargement of 5mm due to the persistent proximal type I endoleak. The same day, two gore excluder aaa endoprosthesis aortic extender components were implanted to treat the endoleak and aneurysm enlargement. The endoleak was resolved and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.